Event description:
It was reported that at the healthcare facility, a caster broke off the navigation system cart as the system was being moved. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.